Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in room 155. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all four brake caster supports were cracked, the brakes were loose, and not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced all four brake casters and supports to resolve the issue. Based on this information, no further action is required.